Manufacturer narrative:
The patient reported experiencing painful lump above the sensor site, first observed around on (B)(6) 2026. The sensor was inserted on (B)(6) 2025. The patient consulted hcp who recommended removal of the sensor. The sensor is scheduled to be removed on (B)(6) 2026. The patient is also taking ibuflam as anti-inflammatory medication. Multiple attempts were made to contact the patient to gather additional information about the reported event; however, the patient remained unresponsive. Pain/redness at insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced painful lump on the insertion site. The sensor was inserted on (B)(6) 2025 and the symptoms first appeared around on (B)(6) 2026. No additional information was provided by the patient. The patient consulted hcp who recommended removal of the sensor.